Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the user put the cooler heater unit into defrost mode and it took over an hour to defrost, even after adding boiling water, because defrost mode was not working. There was a very large ice chunk in tank. There was a delay in completing the procedure of about 24 hours (from previous day). The next day the device was changed out for a functioning cooler heater unit. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Clinical service spoke with the rn (manager of surgery department) on (B)(6) 2015, and has made attempts to speak with the chief perfusionist (cpp) on the case, but has not connected. According to rn, during cardiopulmonary bypass (cpb), there were issues with the cooler heater unit and these included problems with warming of the water that was directed to the oxygenator (main) and they lost the ability to provide cold water to the cardioplegia system. There was no functioning back-up cooler heater available at the hospital, but they did make arrangements to borrow a water system device from another cardiac center in town (B)(6). The borrowed unit did arrive in a timely fashion, but the cardiac surgeon elected to not place this unit in service and the procedure was suspended. The patient was scheduled for a CABG x 3 procedure, and 2 of the 3 bypass grafts had been completed. The patient was stabilized and weaned from cpb without issue. The chest was closed with surgical dressing (only) and chest wires were not placed. The patient was transferred to the intensive care unit (ICU) until the following day. A functioning cooler heater unit was available the following day and the patient was brought back to the operating room, placed on cpb, and the procedure was completed. The surgical procedure was completed successfully, without associated blood loss. There was a delay in completing the procedure of about 24 hours (from previous day). According to the rn, the patient was weaned from cpb successfully and no harm was observed. Clinical services spoke to the ccp on (B)(6) 2015 regarding this incident. The ccp was not involved in this procedure and he stated that perfusion for this case was provided by a (B)(4) perfusionist. The ccp did confirm the (B)(4) perfusionist on case did have issues with delivering cold cardioplegia (cpg) and the ccp confirmed that a back-up unit was provided by a neighboring hospital. The back-up unit was from a different manufacturer and had different connections, etc. And this is part of the reason the cardiovascular (cv) surgeon elected to suspend the completion of the procedure to the next day. The ccp also confirmed, there was no harm observed either day of the surgical procedures.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not reproduce the reported issue with forming of a large ice block. This is an older unit and may have produced a large ice block due to the old style pneumatic ice sensor. The fsr suggested the ice sensor be replaced as a precautionary measure, but the customer declined. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The reported issue occurred after use of the device for a cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
This complaint is related to MDR #11828100-2015-00497. The customer's back-up unit was being used for parts. Per the perfusionist (ccp), when putting the unit in defrost mode, the ice block did not melt or very minimal melting of ice, had to use hot water to melt ice block down. The user facility uses a third party to perform preventative maintenance (pm) on a semi-annual basis.